Event description:
It was reported there were high/unstable lead thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: e2sr01 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).